Event description:
A student registered nurse anesthetist was pushing a 6-drawer anesthesia cart to the anesthesia workroom. Upon turning the corner to go through the doorway, drawers of the cart opened where upon the weight of the items in the drawer caused the cart to overturn. In overturning, the cart scraped rn's left lower leg and twisted her right knee.